Event description:
Pet owner reported found 1 additional syringe from this box with the lines off slanted lot # unknown at this time. Catalog# 328521. Date of event : 01.172024. Sample status awaiting sample dc: (B)(6).

Manufacturer narrative:
Additional medical device problem code 1494 off label use.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.